Manufacturer narrative:
This report is being submitted retrospectively as part of internal review. The healthcare facility was not involved as the uaer did not report serious injuries. Transmitter passed all tests and can feel the vibration for all alerts, and alerts can be heard on the phone as expected. After investigating the data available in data management system and transmitter log file, no system malfunction is noticed.

Event description:
Senseonics was made aware of an instance where a patient using eversense cgm went through a hypoglycemia event and reported that the eversense cgm system did not provide alert for low glucose for 1.5 hours.